Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer: a visual and microscopic examination noted that the proximal edge of the stent was damaged, it appeared to be stretched out over the outer lumen. The balloon of the device was visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No kinks or damage were noticed along the shaft of the device. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(6) 2012. It was reported that during percutaneous coronary intervention, the stent delivery system was unable to cross the target lesion. The 90% stenosed lesion was located in the severely calcified and severely tortuous left circumflex (lcx). A 2.50 x 38mm promus element plus mr was advanced but failed to cross the lesion. The procedure was completed with another with the same device. No patient complications noted. Patient's condition is stable. However, returned device analysis revealed stent damage.